Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer.

Event description:
It was reported that the patient's device indicated ''early replacement.'' The patient stated that he used his stimulation at 10.5v but not all the time. He added that the stimulation system would be replaced, and did not understand why it only lasted 14 weeks. Additional information has been requested, but was not available as of the date of this report.